Event description:
Boston scientific neurovascular was made aware that during an embolization procedure the physician opened the subject device and when it was flushed, bubbles were continuously seem coming out of the distal tip. No complications occurred with the pt during this event.